Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 04/25/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter remote was not returned with the pump for testing. The pump was exercised for 24 hours without any unprogrammed boluses being duplicated. A normal bolus and an audio bolus were performed and both were accurately recorded in the pump history. The keypad was tested and confirmed that all buttons were responding appropriately to presses with no hypersensitive keys found.